Manufacturer narrative:
D1, d4

Event description:
It was reported the thunderbeat surgical instrument's teflon pad fell off during an unspecified procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.